Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's spouse called complaining that the patient was still having trouble with the current device. The patient experienced "heart rate going way up". Patient has been taking many medications and device has been adjusted several times. The patient was later seen by their physician, and the device check was normal. No changes were made. The device remains in use. No further patient complications have been reported as a result of this event.